Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the failure mode as two defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient samples and released correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided patient results for four patients.